Manufacturer narrative:
The incident occurred in (B)(6) of 2012. When contacted, the hospital personnel did not remember this report. Hollister provided the hospital with a copy of the med watch which had been sent to the FDA in (B)(4) of 2014. No further information could be provided by the hospital.

Event description:
It was reported that the actiflo bowel catheter was inserted in the patient (admitted for subdural hematoma) for diarrhea due to c. Difficile. There was a small amount of blood around the tube a few days later. The tube was removed with a large amount of rectal bleeding. The patient became hypotensive with a large amount of bleeding, drop in hemoglobin, and hematocrit, transfusion and eventually embolization of superior rectal artery. Patient was stabilized.